Event description:
Rec'd an electronic report from a peritoneal dialysis patient who reported that he was unable to connect to the treatment system at the first connector. There is no report of an injury. The patient was able to connect to the second connector for his treatment. A companion sample is available.